Event description:
This report is being submitted as follow-up #1 for mfg. Report #3004672932-2015-00005 to provide the evaluation of the complaint as well as to provide the age of the device at the time of use, the manufactured date, and the expiration date.

Manufacturer narrative:
As stated, this report is being submitted as follow-up #1 for mfg. Report #3004672932-2015-00005 to provide the evaluation of the complaint as well as to provide the age of the device at the time of use, the manufactured date, and the expiration date. The actual device is not available to be returned to the manufacturing facility for evaluation. Therefore, the failure investigation was limited to assessment of information provided by the user facility and quality documents. A review of the device history record of the involved product/lot# combination confirmed that there were not any indications of production related issues. A search of the complaint file did not find any other report with the involved product code/lot# combination. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause of this report cannot be determined based on the available information, a potential cause may be related to the sheath diameter being too large for the patients vessel resulting is a tear or vessel breach. The labeling does address the potential for such an event in the instructions-for-use with statements such as: "it is highly recommended to verify that the size and condition of the vessel is appropriate for the size sheath chosen" and " use of incorrect sheath size may result in a higher risk of vessel damage and/or avulsion." All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that a solopath device was used in an event where the patient ultimately expired. Follow up communication with the user facility reported the following information: the doctor was utilizing a 24fr solopath recollapsible device used for gore tevar case; the patient had very small iliacs measuring down to 4.5mm; entry of solopath and procedure went as expected and uneventful; upon removal of the solopath over the wire, the patient's blood pressure dropped; an 11fr sheath was immediately inserted over the wire to deliver a balloon to occlude the aorta and stabilize the patient; an angiogram was conducted and noted extravasation in the external iliac; two viabahn stents were used to repair the extravasations; post dilated with a balloon and took more angiograms to confirm the extravasations were controlled; the procedure was completed and all looked well; the patients hemodynamics were stable, so the physician closed the patient; two hours later, the patients' blood pressure started to drop and chest compressions were started; and the patient expired.

Manufacturer narrative:
This section was completed by the manufacture per crf 803.52 (f) (11) because the information was not initially completed by the user facility. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was submitted. For this reason code was used in the conclusions section of all available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. (B)(4).